Manufacturer narrative:
The snare head and an ivc filter of a double-basket design were returned to argon. The snare head had separated from the snare shaft confirming the complaint. It was also noted that some of the platinum strands on the snare loops had broken. The transition area (where the solder was applied to attach the snare head to the shaft) did not appear smooth like it should. A definitive root cause could not be determined for this complaint. Control pull tests performed in manufacturing showed that snares from these lots met the tensile force requirements. However, the uneven transition area may indicate that the soldering process or buffing process were incorrectly performed. Per the risk management documentation, another potential contributor is excess tension (pull force) applied by the user. This may explain the breakage of the platinum strands on the returned snare head. The assembly supervisor was notified of this complaint and reviewed the product. Also, awareness training was conducted by the assembly supervisor in response to this complaint.

Event description:
The doctor was retrieving a filter with an atrieve. The doctor captured the filter and started to remove the filter. At that point the snare came apart from the delivery catheter. The doctor opened another atrieve and was able to retrieve both the filter and the original atrieve.